Manufacturer narrative:
To date the intraocular lens (iol) remains implanted, therefore product testing could not be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Date of event: onset of symptoms in 2013 when retina tear occurred. Explant date: if explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A patient contacted abbott medical optics to share his experience with the implantation of an intraocular lens. Patient states he has a question/concern with model za9003 lens, he is curious if there has been any patient negative feedback with the lens. He inquired about the lens and glare/halo effect/cloudy thin veil effect. He has been to his ophthalmologist on multiple occasions and a yag was performed in an attempt to resolve this effect with no change. Patient is concerned and disappointed with the results received. The effects after surgery are possible worse than the actual cataract. In follow up with the patient, he provided that he does not have halos, and not starbursts. He experiences a frosty lens where lights are diffused, glare. A ball of light around the light, almost like walking out in the snow with white out conditions. Nights are worse. For the first 6-8 months, maybe up to a year post implant all was great, he didn't have to wear glasses. His eyesight was actually much better than before the cataract. Then he had a weird flash in his right eye, 2013. He went to the doctor and was diagnosed with a retinal tear. He went to a retinal specialist where he underwent laser surgery to stitch up the tear. He then experienced floaters. He did not have a head injury or any trauma. Doctor told him it could have been caused by the vitreous contracting. In (B)(6) 2015, he was told he had pco, posterior capsule opacification and underwent a yag procedure in his right eye. He had/has gobs of glare in his right eye. The yag procedure did not resolve the glare. He went back to his doctor, but saw another doctor in the follow up visit, who commended the pco might be in front of the lens versus behind the lens as thought prior to the yag procedure. He says it looks like cellophane/wax paper that he is seeing through. Doctor told him he has a 4mm opening in the back of his capsule and yag should have corrected this. He was prescribed drops for watery eyes and dry eyes this past year, 2015. Doctor also said it's a by-product of the lens design. Lights are diffused and scattered. Patient states he is not complaining about the lens; but rather trying to figure out why he is experiencing the glare and other symptoms. He did state that he is going to go to another doctor for a 2nd opinion to see if he has any options. He is able to work his regular job and the symptoms do not impact the quality of his life. He stated he has been to see his doctor a number of times and has asked lots of questions; but his issue/symptoms remain and the doctor has not offered an explanation or suggestions for his condition.